Manufacturer narrative:
Establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an abnormal image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. Correction in the field: d10 (therapy date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that due to defective circuit board, noise occurs in the image. Olympus will continue to monitor field performance for this device.